Event description:
It was reported that the patient experienced a return of tremor while using a hair dryer. The neurostimulator was confirmed to be on with the patient programmer. It was noted that the neurostimulator did not have a reed switch. The caller planned to monitor the patient to see if the tremor returned, especially while the patient was raising their arm, as was the case with the hair dryer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v813689, implanted: 2012 (B)(6), explanted: na; lead model 3387s-40, lot# v813689, implanted: 2012 (B)(6), explanted: na; extension model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer model 37642, serial# unknown.